Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-528a-(B)(4). The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification and crystal deposits at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near open end; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber "mirror broke" @ 130,000 joules and 17 minutes of use. A second fiber was used and that fiber also had "mirror broke" @ 240,000 joules and 32 minutes of use. The case was completed with a "turp". The fibers were cleaned during the procedure. Patient outcome: "no injuries to the patient" this report is for the first fiber.